Event description:
Bedridden, disoriented, elderly male resident attempted to leave bed around 11:10 pm and set off alarm. Staff responded and tried to comfort him by offering water and crackers. When he was settled in bed, the device was reset and staff returned to station. Facility reported that after they left, the resident apparently reached behind and removed the unit from the headboard of the bed so that it would not alarm when he departed. He then rolled out of bed, fell and broke his hip. He was admitted to the hosp and underwent surgery at the request of the family to set the fracture. Subsequent to this procedure he died.